Event description:
Event verbatim [preferred term] found a black colored spot on the inside of the package [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# (B)(4) with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result information from product quality complaint group was reported as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information was received from the product quality complaint group: a full complaint investigation has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot #: 632564. Batch expiry month: 07; batch expiry year: 2021; reporter ref. Record: (B)(4). Description of complaint: "I am providing information about an incident on 14may2019 at (institution name)(account # #). They were preparing to use a gel-flow kit (ndc# (B)(4) with lot # 632564) and found a black colored spot on the inside of the package. They elected not to use the kit and reported it to me." The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# (B)(4) with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable the results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x89668, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632564, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete - acceptable. Medical device trend analysis: complete - acceptable. The complaint history for all absorbable material - powder product category. Complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used: product category: absorbable material - powder. Product description: gelflow kit. Time period: (B)(6) 2016 - (B)(6) 2019. Gel-flow nt batch specific trend review: complete - acceptable. The batch history for gel-flow batch 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019 gel-flow nt .55g gf pwdr 1x6 syr kit us; batch #: 632562 analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace)). On 07aug2019, the severity of harm rating was amended to s2. The following was the rationale: hazard number: device contains particulate. Hazardous situation: particulate contaminated device is applied to the patient. Harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. No follow-up attempts are needed. No further information is expected. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. No follow-up attempts are needed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaints group included updated severity rating of harm and investigation. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, was amended to s2. The following was the rationale: hazard number: device contains particulate hazardous situation: particulate contaminated device is applied to the patient harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient noted. The metallic residue may have been introduced during the packaging process. , comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, was amended to s2. The following was the rationale: hazard number: device contains particulate hazardous situation: particulate contaminated device is applied to the patient harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient noted. The metallic residue may have been introduced during the packaging process.

Manufacturer narrative:
The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# (B)(4) with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective ore preventative actions identified through the investigation will be.

Manufacturer narrative:
The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# (B)(4) with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective ore preventative actions identified through the investigation will be.

Event description:
Event verbatim [preferred term] found a black colored spot on the inside of the package [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# (B)(4) with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result information from product quality complaint group was reported as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information was received from the product quality complaint group: a full complaint investigation has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot #: 632564. Batch expiry month: 07; batch expiry year: 2021; reporter ref. Record: (B)(4). Description of complaint: "I am providing information about an incident on (B)(6) 2019 at (institution name)(account # #). They were preparing to use a gel-flow kit (ndc# (B)(4) with lot # 632564) and found a black colored spot on the inside of the package. They elected not to use the kit and reported it to me." The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# (B)(4) with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable the results of all tests and inspections met required specifications prior to release for distribution on (B)(6) 2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x89668, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632564, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete - acceptable. Medical device trend analysis: complete- - acceptable. The complaint history for all absorbable material - powder product category. Complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used: product category: absorbable material - powder. Product description: gelflow kit. Time period: (B)(6) 2016 - (B)(6) 2019. Gel-flow nt batch specific trend review: complete - acceptable. The batch history for gel-flow batch 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019. Gel-flow nt .55g gf pwdr 1x6 syr kit us; batch #: 632562 analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace)). On 07aug2019, the severity of harm rating was amended to s2. The following was the rationale: hazard number: device contains particulate. Hazardous situation: particulate contaminated device is applied to the patient. Harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. On 23oct2019, document review summary:deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records were reviewed, and there were none recorded during the processing of the reported batch which were related to the nature of this complaint. Packaging records: complete-acceptable. Vials of thrombin and diluent are received by pfizer (site name) from par sterile manufacturing. Kits of thrombin jmi are assembled by pfizer kdp into a kit tray. A vial of thrombin and a vial of diluent are placed into a tray along, with a syringe, a safety needle mixing device, and a diluent straw. The kit is then sealed, and sent for terminal sterilization. Gelflow nt cartons are manufactured externally by vsi, and received by pfizer (site name). The peel pouch containing the pre-filled syringe is removed from the carton. A gelflow nt pouch, a sterilized thrombin jmi kit, a product insert for gel-flow nt, and a product insert for thrombin jmi are then packaged into each gel-flow kit finished goods carton. Incoming inspection information: the gelflow nt batch 632564 was restricted released on (B)(6) 2018 to only be used in the gelflow kits. A physical identification test was performed and acceptable per sql lims. The cartons are not sealed during packaging. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: n/a. Process controls were reviewed as a part of this investigation. Per correspondence with par, the contract manufacturer of thrombin, a 100% inspection of vials is performed prior to delivery to pfizer (site name). A 100% inspection occurs as a part of the kitting of thrombin. Additionally, an aql inspection of 800 vials is performed to confirm the thoroughness of the 100% inspection process. During kitting of the gelflow kit, a 100% verification of component presence is performed for the thrombin kits and gel-flow nt kits. Any in-process control corrective or preventative actions determined as a result of qar (B)(4) regarding foreign matter within the gelflow nt component will be included within this report upon its closure. Notification to the medical device combination product (mdcp) team was not needed for evaluation of process controls; however, the details of the reported complaint were forwarded to the mdcp team as required by procedure. Qo batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on (B)(6) 2018. Reserve sample testing req'd: yes. Analytical testing was performed for the foreign particulate noted above in the retained reference sample examination detailed above as a part of a previous complaint investigation: confirmed reserve defect: yes. Complete - acceptable. The batch history for gel flow batch x89668 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jun2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Other trending: other trend assmt. & rationale: medical device report review: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance. The results of the above query were further evaluated by date contacted, and then also by the classification 'external cause investigation' there was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "adverse event safety request for investigation". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Thrombin jmi batch specific trend review: complete - acceptable. The batch history for thrombin jmi batch x34559 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Rsnbly suggest device malfunc?: yes severity of harm: s2. Failure mode: contamination. Conclusion: based on the complaint narrative, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product. Review of complaint description concludes there is no device malfunction. No follow-up attempts are needed. No further information is expected. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. No follow-up attempts are needed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaints group included updated severity rating of harm and investigation. Amendment: this follow-up report is being submitted to amend previously reported information: the product problem data field was correctly checked to allowfor appropriate reporting to the health authorities. Follow-up (23oct2019): new received from a product quality complaint group included: investigation results and conclusion of no malfunction. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. Review of complaint description concludes there is no device malfunction. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, was amended to s2. Hazardous situation: particulate contaminated device is applied to the patient. Harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient noted. The metallic residue may have been introduced during the packaging process., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. Review of complaint description concludes there is no device malfunction. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, was amended to s2. Hazardous situation: particulate contaminated device is applied to the patient. Harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient noted. The metallic residue may have been introduced during the packaging process.

Manufacturer narrative:
The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# (B)(4) with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim.

Event description:
Event verbatim [preferred term] found a black colored spot on the inside of the package [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on (B)(6) 2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# (B)(4) with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result information from product quality complaint group was reported as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information was received from the product quality complaint group: a full complaint investigation has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot #: 632564. Batch expiry month: 07; batch expiry year: 2021; reporter ref. Record: 3959192. Description of complaint: "I am providing information about an incident on (B)(6) 2019 at (institution name)(account # #). They were preparing to use a gel-flow kit (ndc# (B)(4) with lot # 632564) and found a black colored spot on the inside of the package. They elected not to use the kit and reported it to me." The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# (B)(4) with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable the results of all tests and inspections met required specifications prior to release for distribution on 13 nov 2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x89668, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632564, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar 2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete - acceptable. Medical device trend analysis: complete- - acceptable. The complaint history for all absorbable material - powder product category complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used: product category: absorbable material - powder. Product description: gelflow kit. Time period: (B)(6) 2016 - (B)(6) 2019. Gel-flow nt batch specific trend review: complete - acceptable. The batch history for gel-flow batch 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: (B)(6) 2019. Gel-flow nt .55g gf pwdr 1x6 syr kit us; batch #: 632562. Analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace)). On (B)(6) 2019, the severity of harm rating was amended to s2. The following was the rationale: hazard number: device contains particulate hazardous situation: particulate contaminated device is applied to the patient harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. No follow-up attempts are needed. No further information is expected. Follow-ups (B)(6) 2019 new information received from the product quality complaint group includes: investigation summary results. No follow-up attempts are needed. No further information is expected. Follow-up (B)(6) 2019: new information received from the product quality complaints group included updated severity rating of harm and investigation. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, was amended to s2. The following was the rationale: hazard number: device contains particulate hazardous situation: particulate contaminated device is applied to the patient harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient noted. The metallic residue may have been introduced during the packaging process. Amendment: this follow-up report is being submitted to amend previously reported information: the product problem data field was correctly checked to allowfor appropriate reporting to the health authorities. , comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, was amended to s2. The following was the rationale: hazard number: device contains particulate hazardous situation: particulate contaminated device is applied to the patient harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient noted. The metallic residue may have been introduced during the packaging process.

Manufacturer narrative:
The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# 00009-2250-01 with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective ore preventative actions identified through the investigation will be

Event description:
Event verbatim [preferred term] found a black colored spot on the inside of the package [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# 00009-2250-01 with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result information from product quality complaint group was reported as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information was received from the product quality complaint group: a full complaint investigation has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot #: 632564. Batch expiry month: 07; batch expiry year: 2021; reporter ref. Record:(B)(4). Description of complaint: "I am providing information about an incident on (B)(6) 2019 at (institution name)(account # #). They were preparing to use a gel-flow kit (ndc# 00009-2250-01 with lot # 632564) and found a black colored spot on the inside of the package. They elected not to use the kit and reported it to me." The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# 00009-2250-01 with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective ore preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable the results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x89668, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632564, exp. (B)(6) 2021 , a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulosic flake with a cellulitic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete - acceptable medical device trend analysis: complete- - acceptable the complaint history for all absorbable material - powder product category complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used: product category: absorbable material - powder product description: gelflow kit time period: (B)(6) 2016 - (B)(6) 2019 gel-flow nt batch specific trend review: complete - acceptable the batch history for gel-flow batch 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019 gel-flow nt .55g gf pwdr 1x6 syr kit us; batch #: 632562 analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace)). No follow-up attempts are needed. No further information is expected. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the worst case severity of s5, for this hazardous situation: particulates., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the worst case severity of s5, for this hazardous situation: particulates.

Manufacturer narrative:
A complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: (B)(4). P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2.

Event description:
Event verbatim [preferred term] found a black colored spot on the inside of the package [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# (B)(4) with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result from product quality complaint group is as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: (B)(4). P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. This reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the worst case severity of s5, for this hazardous situation: particulates. No follow-up attempts are needed. No further information is expected., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the worst case severity of s5, for this hazardous situation: particulates.

Event description:
Event verbatim [preferred term]. Found a black colored spot on the inside of the package [device issue], , narrative: the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable hcp via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# 00009-2250-01 with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. A complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information from the product quality complaint group: the severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot #: 632564. Batch expiry: jul2021; the complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# 00009-2250-01 with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x89668, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632564, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete - acceptable; medical device trend analysis: complete- - acceptable; the complaint history for all absorbable material - powder product category complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used:time period: 15may2016 - 15may2019 gel-flow nt batch specific trend review: complete - acceptable. The batch history for gel-flow batch 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019. Gel-flow nt .55g gf pwdr 1x6 syr kit us; batch #: 632562. Analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace)). On 07aug2019, the severity of harm rating was amended to s2. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. On 23oct2019, document review summary:deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records were reviewed, and there were none recorded during the processing of the reported batch which were related to the nature of this complaint. Packaging records: complete-acceptable. Vials of thrombin and diluent are received by pfizer (site name) from par sterile manufacturing. Kits of thrombin jmi are assembled by pfizer kdp into a kit tray. A vial of thrombin and a vial of diluent are placed into a tray along, with a syringe, a safety needle mixing device, and a diluent straw. The kit is then sealed, and sent for terminal sterilization. Gelflow nt cartons are manufactured externally by vsi, and received by pfizer (site name). The peel pouch containing the pre-filled syringe is removed from the carton. A gelflow nt pouch, a sterilized thrombin jmi kit, a product insert for gel-flow nt, and a product insert for thrombin jmi are then packaged into each gel-flow kit finished goods carton. Incoming inspection information: the gelflow nt batch 632564 was restricted released on 30oct2018 to only be used in the gelflow kits. A physical identification test was performed and acceptable per sql lims. The cartons are not sealed during packaging. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: n/a. Process controls were reviewed as a part of this investigation. Per correspondence with par, the contract manufacturer of thrombin, a 100% inspection of vials is performed prior to delivery to pfizer (site name). A 100% inspection occurs as a part of the kitting of thrombin. Additionally, an aql inspection of 800 vials is performed to confirm the thoroughness of the 100% inspection process. During kitting of the gelflow kit, a 100% verification of component presence is performed for the thrombin kits and gel-flow nt kits. Any in-process control corrective or preventative actions determined as a result of qar 3881312 regarding foreign matter within the gelflow nt component will be included within this report upon its closure. Notification to the medical device combination product (mdcp) team was not needed for evaluation of process controls; however, the details of the reported complaint were forwarded to the mdcp team as required by procedure. Qo batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Reserve sample testing req'd: yes. Analytical testing was performed for the foreign particulate noted above in the retained reference sample examination detailed above as a part of a previous complaint investigation: confirmed reserve defect: yes. Complete - acceptable. The batch history for gel flow batch x89668 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jun2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Other trending: other trend assmt. & rationale: medical device report review: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance. The results of the above query were further evaluated by date contacted, and then also by the classification 'external cause investigation' there was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "adverse event safety request for investigation". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Thrombin jmi batch specific trend review: complete - acceptable. The batch history for thrombin jmi batch x34559 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Rsnbly suggest device malfunc?: yes severity of harm: s2. Failure mode: contamination. Conclusion: based on the complaint narrative, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product. Review of complaint description concludes there is no device malfunction. As of 07nov2019, reasonably suggest device malfunction: yes. Severity of harm: s3, failure mode: contamination. On 18jul2020, investigation result received from product quality complaint group from the site pfizer kalamazoo and vascular solutions included: reasonably suggest device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause analysis/identif: (site name) quality operations could not determine a probable root cause for the reported complaint related to the (site name) production process of the reported batch at this time. Qar 3881312 has been initiated for the reported complaint, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the (site name provided) site. Process control evaluation: a review of existing process controls was performed as a part of this investigation. The review determined that notification to the medical device combination product (mdcp) team was needed for evaluation of process controls, and notification was issued. Lot trend assmt. & rationale: batch specific trend review: complete - acceptable. The batch history for gelfoam batch x89668 with complaint classification "foreign object/contamination" has been evaluated for potential trends. As of 22may2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. The batch history for gel-flow batch 632564 with complaint classification "foreign object/contamination" for both (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 03jul2019, a total of two complaints have been received for this batch number and classification. No batch specific trend was identified. The batch history for gelflow jmi batch x34559 with complaint classification "foreign object/contamination" has been evaluated for potential trends. As of 03jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Medical device trend analysis: complete-acceptable, time period: 15may2016 - 15may2019. There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "unidentifiable material in packaging". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Medical device report revie: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance. Reserve sample testing result: testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x896687, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632560, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in two of the gel-flow nt pouches. Quality of batch was acceptable. A review of the data for the reported lot confirmed that out of the 113 (total) finished units audited, there were no defects. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. Follow-up (07aug2019): new information received from the product quality complaints group included updated severity rating of harm and investigation. Amendment: this follow-up report is being submitted to amend previously reported information: the product problem data field was correctly checked to allowfor appropriate reporting to the health authorities. Follow-up (23oct2019): new received from a product quality complaint group included: investigation results and conclusion of no malfunction. Follow-up (01nov2019): new clarification received from the pqc site in response to the mail trail sent regarding the query. The site confirms malfunction in this case. Follow-up (07nov2019): new received from a product quality complaint group included: severity of harm updated as s3 (previously reported as s2). Follow-up (18jul2020): new information reported from a product quality complaint group from the site pfizer kalamazoo and vascular solutions included: investigation result. No follow up attempts needed. No further information is expected. Follow-up (10may2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on [10may2020]. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur.

Manufacturer narrative:
On 10may2020, investigation result received from product quality complaint group from the site pfizer kalamazoo and vascular solutions included: reasonably suggest device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause analysis/identif: (site name) quality operations could not determine a probable root cause for the reported complaint related to the (site name) production process of the reported batch at this time. Process control evaluation: the review determined that notification to the medical device combination product (mdcp) team was needed for evaluation of process controls, and notification was issued. Lot trend assmt. & rationale: batch specific trend review: complete - acceptable. No batch specific trend was identified. Medical device trend analysis: complete-acceptable, time period: (B)(6)2016 - (B)(6)2019. No negative trend in regards to product quality was identified. Medical device report revie: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance.reserve sample testing result: review of the data for the reported lot confirmed that out of the 113 (total) finished units audited, there were no defects.

Manufacturer narrative:
On 10may2020, investigation result received from product quality complaint group from the site pfizer kalamazoo and vascular solutions included: reasonably suggest device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause analysis/identif: (site name) quality operations could not determine a probable root cause for the reported complaint related to the (site name) production process of the reported batch at this time. Process control evaluation: the review determined that notification to the medical device combination product (mdcp) team was needed for evaluation of process controls, and notification was issued. Lot trend assmt. & rationale: batch specific trend review: complete - acceptable. No batch specific trend was identified. Medical device trend analysis: complete-acceptable, time period: 15may2016 - 15may2019. No negative trend in regards to product quality was identified. Medical device report revie: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance.reserve sample testing result: review of the data for the reported lot confirmed that out of the 113 (total) finished units audited, there were no defects.

Event description:
Event verbatim [preferred term] found a black colored spot on the inside of the package [device issue], , narrative: the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable hcp via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# 00009-2250-01 with lot # 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. A complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information from the product quality complaint group: the severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot #: 632564. Batch expiry: jul2021; the complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc# 00009-2250-01 with lot # 632564) gelflow - gelflow kit batch x89668, gelflow nt batch 632564, thrombin jmi batch x34559 - qaef. (Parent lot number x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x89668, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632564, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete - acceptable; medical device trend analysis: complete- - acceptable; the complaint history for all absorbable material - powder product category complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used:time period: 15may2016 - 15may2019 gel-flow nt batch specific trend review: complete - acceptable. The batch history for gel-flow batch 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019 gel-flow nt .55g gf pwdr 1x6 syr kit us; batch #: 632562 analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace)). On 07aug2019, the severity of harm rating was amended to s2. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials >0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. On 23oct2019, document review summary:deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records were reviewed, and there were none recorded during the processing of the reported batch which were related to the nature of this complaint. Packaging records: complete-acceptable. Vials of thrombin and diluent are received by pfizer (site name) from par sterile manufacturing. Kits of thrombin jmi are assembled by pfizer kdp into a kit tray. A vial of thrombin and a vial of diluent are placed into a tray along, with a syringe, a safety needle mixing device, and a diluent straw. The kit is then sealed, and sent for terminal sterilization. Gelflow nt cartons are manufactured externally by vsi, and received by pfizer (site name). The peel pouch containing the pre-filled syringe is removed from the carton. A gelflow nt pouch, a sterilized thrombin jmi kit, a product insert for gel-flow nt, and a product insert for thrombin jmi are then packaged into each gel-flow kit finished goods carton. Incoming inspection information: the gelflow nt batch 632564 was restricted released on 30oct2018 to only be used in the gelflow kits. A physical identification test was performed and acceptable per sql lims. The cartons are not sealed during packaging. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: n/a. Process controls were reviewed as a part of this investigation. Per correspondence with par, the contract manufacturer of thrombin, a 100% inspection of vials is performed prior to delivery to pfizer (site name). A 100% inspection occurs as a part of the kitting of thrombin. Additionally, an aql inspection of 800 vials is performed to confirm the thoroughness of the 100% inspection process. During kitting of the gelflow kit, a 100% verification of component presence is performed for the thrombin kits and gel-flow nt kits. Any in-process control corrective or preventative actions determined as a result of qar 3881312 regarding foreign matter within the gelflow nt component will be included within this report upon its closure. Notification to the medical device combination product (mdcp) team was not needed for evaluation of process controls; however, the details of the reported complaint were forwarded to the mdcp team as required by procedure. Qo batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Reserve sample testing req'd: yes. Analytical testing was performed for the foreign particulate noted above in the retained reference sample examination detailed above as a part of a previous complaint investigation: confirmed reserve defect: yes. Complete - acceptable. The batch history for gel flow batch x89668 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jun2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Other trending: other trend assmt. & rationale: medical device report review: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance. The results of the above query were further evaluated by date contacted, and then also by the classification 'external cause investigation' there was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "adverse event safety request for investigation". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Thrombin jmi batch specific trend review: complete - acceptable. The batch history for thrombin jmi batch x34559 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Rsnbly suggest device malfunc?: yes severity of harm: s2. Failure mode: contamination. Conclusion: based on the complaint narrative, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product. Review of complaint description concludes there is no device malfunction. As of 07nov2019, reasonably suggest device malfunction: yes. Severity of harm: s3, failure mode: contamination. On 18jul2020, investigation result received from product quality complaint group from the site pfizer kalamazoo and vascular solutions included: reasonably suggest device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause analysis/identif: (site name) quality operations could not determine a probable root cause for the reported complaint related to the (site name) production process of the reported batch at this time. Qar 3881312 has been initiated for the reported complaint, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the (site name provided) site. Process control evaluation: a review of existing process controls was performed as a part of this investigation. The review determined that notification to the medical device combination product (mdcp) team was needed for evaluation of process controls, and notification was issued. Lot trend assmt. & rationale: batch specific trend review: complete - acceptable. The batch history for gelfoam batch x89668 with complaint classification "foreign object/contamination" has been evaluated for potential trends. As of 22may2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. The batch history for gel-flow batch 632564 with complaint classification "foreign object/contamination" for both (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 03jul2019, a total of two complaints have been received for this batch number and classification. No batch specific trend was identified. The batch history for gelflow jmi batch x34559 with complaint classification "foreign object/contamination" has been evaluated for potential trends. As of 03jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Medical device trend analysis: complete-acceptable, time period: 15may2016 - 15may2019. There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "unidentifiable material in packaging". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Medical device report revie: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurence. Reserve sample testing result: testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch x896687, exp 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch 632560, exp. 28jul2021, a thrombin jmi kit, labeled batch x34559, exp. Mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in two of the gel-flow nt pouches. Quality of batch was acceptable. A review of the data for the reported lot confirmed that out of the (B)(4) (total) finished units audited, there were no defects. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. Follow-up (07aug2019): new information received from the product quality complaints group included updated severity rating of harm and investigation. Amendment: this follow-up report is being submitted to amend previously reported information: the product problem data field was correctly checked to allowfor appropriate reporting to the health authorities. Follow-up (23oct2019): new received from a product quality complaint group included: investigation results and conclusion of no malfunction. Follow-up (01nov2019): new clarification received from the pqc site in response to the mail trail sent regarding the query. The site confirms malfunction in this case. Follow-up (07nov2019): new received from a product quality complaint group included: severity of harm updated as s3 (previously reported as s2). Follow-up (18jul2020): new information reported from a product quality complaint group from the site pfizer kalamazoo and vascular solutions included: investigation result. No follow up attempts needed. No further information is expected. Follow-up (10may2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on [10may2020]. Amendment: this follow-up report is being submitted to amend previously reported information: to uncheck adverse event checkbox. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur.

Event description:
Found a black colored spot on the inside of the package [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc# 00009-2250-01 with lot#: 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result information from product quality complaint group was reported as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information was received from the product quality complaint group: a full complaint investigation has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot#: 632564. Batch expiry month: 07; batch expiry year: 2021; reporter ref. Record: 3959192. Description of complaint: "I am providing information about an incident on (B)(6) 2019 at (institution name) (account#). They were preparing to use a gel-flow kit (ndc#: 00009-2250-01 with lot#: 632564) and found a black colored spot on the inside of the package. They elected not to use the kit and reported it to me." The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc#: 00009-2250-01 with lot#: 632564) gelflow - gelflow kit batch: x89668, gelflow nt batch: 632564, thrombin jmi batch: x34559 - qaef. (Parent lot number: x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar# has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch: 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch: x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete - acceptable the results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch: x89668, exp: 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch: 632564, exp: 28jul2021, a thrombin jmi kit, labeled batch: x34559, exp: mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete: acceptable. Medical device trend analysis: complete: acceptable. The complaint history for all absorbable material: powder product category. Complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used: product category: absorbable material: powder. Product description: gelflow kit. Time period: 15may2016 - 15may2019. Gel-flow nt batch specific trend review: complete: acceptable. The batch history for gel-flow batch: 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019. Gel-flow nt .55g gf pwdr 1x6 syr kit us; batch#: 632562. Analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace). On 07aug2019, the severity of harm rating was amended to s2. The following was the rationale: hazard number: device contains particulate hazardous situation: particulate contaminated device is applied to the patient. Harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials 0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials 0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. On 23oct2019, document review summary:deviations: complete: acceptable. Deviations, laboratory investigation reports (lir), and change management records were reviewed, and there were none recorded during the processing of the reported batch which were related to the nature of this complaint. Packaging records: complete-acceptable. Vials of thrombin and diluent are received by pfizer (site name) from par sterile manufacturing. Kits of thrombin jmi are assembled by pfizer kdp into a kit tray. A vial of thrombin and a vial of diluent are placed into a tray along, with a syringe, a safety needle mixing device, and a diluent straw. The kit is then sealed, and sent for terminal sterilization. Gelflow nt cartons are manufactured externally by vsi, and received by pfizer (site name). The peel pouch containing the pre-filled syringe is removed from the carton. A gelflow nt pouch, a sterilized thrombin jmi kit, a product insert for gel-flow nt, and a product insert for thrombin jmi are then packaged into each gel-flow kit finished goods carton. Incoming inspection information: the gelflow nt batch: 632564 was restricted released on 30oct2018 to only be used in the gelflow kits. A physical identification test was performed and acceptable per sql lims. The cartons are not sealed during packaging. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: n/a. Process controls were reviewed as a part of this investigation. Per correspondence with par, the contract manufacturer of thrombin, a 100% inspection of vials is performed prior to delivery to pfizer (site name). A 100% inspection occurs as a part of the kitting of thrombin. Additionally, an aql inspection of 800 vials is performed to confirm the thoroughness of the 100% inspection process. During kitting of the gelflow kit, a 100% verification of component presence is performed for the thrombin kits and gel-flow nt kits. Any in-process control corrective or preventative actions determined as a result of qar 3881312 regarding foreign matter within the gelflow nt component will be included within this report upon its closure. Notification to the medical device combination product (mdcp) team was not needed for evaluation of process controls; however, the details of the reported complaint were forwarded to the mdcp team as required by procedure. Qo batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Reserve sample testing req'd: yes. Analytical testing was performed for the foreign particulate noted above in the retained reference sample examination detailed above as a part of a previous complaint investigation: confirmed reserve defect: yes. Complete - acceptable. The batch history for gel flow batch: x89668 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jun2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Other trending: other trend assmt. & rationale: medical device report review: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance. The results of the above query were further evaluated by date contacted, and then also by the classification 'external cause investigation' there was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "adverse event safety request for investigation". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Thrombin jmi batch specific trend review: complete: acceptable. The batch history for thrombin jmi batch: x34559 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Rsnbly suggest device malfunc?: yes severity of harm: s2. Failure mode: contamination. Conclusion: based on the complaint narrative, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product. Review of complaint description concludes there is no device malfunction. As of 07nov2019, reasonably suggest device malfunction: yes. Severity of harm: s3, failure mode: contamination. No follow-up attempts are needed. No further information is expected. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. No follow-up attempts are needed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaints group included updated severity rating of harm and investigation. Amendment: this follow-up report is being submitted to amend previously reported information: the product problem data field was correctly checked to allowfor appropriate reporting to the health authorities. Follow-up (23oct2019): new received from a product quality complaint group included: investigation results and conclusion of no malfunction. Follow-up (01nov2019): new clarification received from the pqc site in response to the mail trail sent regarding the query. The site confirms malfunction in this case. Follow-up attempts are completed. No further information is expected. Follow-up (07nov2019): new received from a product quality complaint group included: severity of harm updated as s3 (previously reported as s2). Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur. Follow-up attempts are completed. No further information is expected., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur.

Manufacturer narrative:
The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc#: 00009-2250-01 with lot#: 632564) gelflow - gelflow kit batch: x89668, gelflow nt batch: 632564, thrombin jmi batch: x34559 - qaef. (Parent lot number: x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective ore preventative actions identified through the investigation will be.

Manufacturer narrative:
The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc#: 00009-2250-01 with lot#: 632564) gelflow - gelflow kit batch: x89668, gelflow nt batch: 632564, thrombin jmi batch: x34559 - qaef. (Parent lot number: x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective ore preventative actions identified through the investigation will be.

Event description:
Found a black colored spot on the inside of the package [device issue]. Case narrative: the initial case was missing the following minimum criteria: no adverse event or malfunction. Upon receipt of follow-up information on 21may2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable healthcare professional via a pfizer sales representative. It was reported that when preparing to use an absorbable gelatin (gel-flow nt) kit (ndc#: 00009-2250-01 with lot#: 632564), a black colored spot on the inside of the package was found. They elected not to use the kit. The investigation result information from product quality complaint group was reported as follows: a complaint has been received by pfizer with confirmation of a malfunction through examination of retained reference samples by pfizer. Impact to the device: possible adverse event with a worst case severity of s5. Hazardous situation: particulates. Hazard number: h01-04. P2 value for a severity of s1: 1; p2 value for a severity of s2: 0.8; p2 value for a severity of s3: 0.2; p2 value for a severity of s4: 0.2; p2 value for a severity of s5: 0.2. On follow-up, additional information was received from the product quality complaint group: a full complaint investigation has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s5, and the record needs to be assessed by pfizer safety for MDR reporting reasonably suggest device malfunction: yes; severity of harm: s5; product-description: gelflow kit; lot#: 632564. Batch expiry month: 07; batch expiry year: 2021; reporter ref. Record: (B)(4). Description of complaint: "I am providing information about an incident on (B)(6) 2019 at (institution name) (account#). They were preparing to use a gel-flow kit (ndc#: 00009-2250-01 with lot#: 632564) and found a black colored spot on the inside of the package. They elected not to use the kit and reported it to me." The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer (city redacted) is not required. Gel-flow kit (ndc#: 00009-2250-01 with lot#: 632564) gelflow - gelflow kit batch: x89668, gelflow nt batch: 632564, thrombin jmi batch: x34559 - qaef. (Parent lot number: x89668). Root cause analysis/ identif: pfizer (city redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch at this time. Qar # has been initiated for a previous complaint with the same verbatim and reported defect of foreign particulate, and the results of the investigation will be included within this report upon its closure. Examination of a returned complaint sample may have aided in the identification of a root cause. Reviewed retained reference samples confirmed the reported defect. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer (city redacted) site. Corrective action: pfizer (city redacated) quality operations and production have been notified with the details of the reported complaint. No corrective or preventative have been identified as a result of this investigation at this time; however, qar # has been initiated for a previous complaint pertaining to the same verbatim, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Conclusion:the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity for the reported malfunction as determined from risk documentation for the product is s5; therefore pfizer us safety was notified for evaluation of regulatory notification. The details of the reported complaint have been forwarded to the pgs (city redacted) mdcp team for evaluation. Scope: the scope of this investigation included the finished goods gel-flow kit batch, x89668, gel-flow nt batch: 632564, the sole batch of gel-flow nt packaged into the batch x89668, and thrombin jmi batch: x34559. The batch records and review of trends confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Qo batch history report: complete: acceptable the results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Pfizer (city redacted) quality operations examined eleven retained reference cartons. The cartons were labeled gel-flow, batch: x89668, exp: 31mar2020. Each carton contained a gel-flow nt peel pouch, containing a pre-filled syringe of gelfoam powder, labeled with batch: 632564, exp: 28jul2021, a thrombin jmi kit, labeled batch: x34559, exp: mar2020 and two product inserts. A black particle was observed in three of the thrombin jmi kits. A black particle was observed in one of the gel-flow nt pouches. Testing of the foreign material observed in the gel-flow nt pouch submitted to ppt analysis determined the particulate to be metallic in composition. Testing of the foreign material submitted in the three three thrombin jmi kits found the following: in one kit, three particulates were found: a nitrile-base polymer particle, a cellulstic flake with a cellulistic blue fiber, and a cellulose particle. In the second kit, one particle was found: a cellulose particulate was identified. In the third kit, one particle was found: a silicone polymer particle. Reference sample examination: complete: acceptable. Medical device trend analysis: complete: acceptable. The complaint history for all absorbable material: powder product category complaints received classified as 'external cause investigation' was evaluated for potential trends. The following parameters were used: product category: absorbable material: powder. Product description: gelflow kit. Time period: 15may2016 - 15may2019. Gel-flow nt batch specific trend review: complete: acceptable. The batch history for gel-flow batch: 632564 with complaint classification 'external cause investigation' for both pfizer (site name) and the manufacturing site vsi has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Trace analysis report: 30may2019. Gel-flow nt .55g gf pwdr 1x6 syr kit us; batch#: 632562. Analytical tests performed: description of material(s) submitted: a single gel-flow unit was submitted to the ppt analytical trace analysis lab for evaluation due to the observance of foreign material. Analytical tests performed: dark particulate was observed within the seal of the gel-flow unit's pouch. The pouch was opened, and a loose dark powdery residue was observed. The residue did not yield an infrared spectrum and responded vigorously when exposed to a magnet. Sem-eds was performed on a portion of the residue scraped off the pouch. The resulting signals suggest the residue consists predominately of iron (fe (major); o, c (major/minor); al, cr, mn, cu, co, si (trace). On 07aug2019, the severity of harm rating was amended to s2. The following was the rationale: hazard number: device contains particulate. Hazardous situation: particulate contaminated device is applied to the patient. Harm: no clinical signs or symptoms, particulate matter is either absorbed or encapsulated without any harm or dysfunction, and not requiring any further intervention in life-time of patient. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials 0.60mm2 is not acceptable." Metallic residue approximately 1mm long was identified. Per vsi's inspection process ip10-9998 rv, "fm located in the seals of the pouch or within the pouch materials 0.60mm2 is not acceptable." A black particle approximately 2.5mm long was identified. The metallic residue may have been introduced during the packaging process. On 23oct2019, document review summary: deviations: complete: acceptable. Deviations, laboratory investigation reports (lir), and change management records were reviewed, and there were none recorded during the processing of the reported batch which were related to the nature of this complaint. Packaging records: complete-acceptable. Vials of thrombin and diluent are received by pfizer (site name) from par sterile manufacturing. Kits of thrombin jmi are assembled by pfizer kdp into a kit tray. A vial of thrombin and a vial of diluent are placed into a tray along, with a syringe, a safety needle mixing device, and a diluent straw. The kit is then sealed, and sent for terminal sterilization. Gelflow nt cartons are manufactured externally by vsi, and received by pfizer (site name). The peel pouch containing the pre-filled syringe is removed from the carton. A gelflow nt pouch, a sterilized thrombin jmi kit, a product insert for gel-flow nt, and a product insert for thrombin jmi are then packaged into each gel-flow kit finished goods carton. Incoming inspection information: the gelflow nt batch: 632564 was restricted released on 30oct2018 to only be used in the gelflow kits. A physical identification test was performed and acceptable per sql lims. The cartons are not sealed during packaging. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: n/a. Process controls were reviewed as a part of this investigation. Per correspondence with par, the contract manufacturer of thrombin, a 100% inspection of vials is performed prior to delivery to pfizer (site name). A 100% inspection occurs as a part of the kitting of thrombin. Additionally, an aql inspection of 800 vials is performed to confirm the thoroughness of the 100% inspection process. During kitting of the gelflow kit, a 100% verification of component presence is performed for the thrombin kits and gel-flow nt kits. Any in-process control corrective or preventative actions determined as a result of qar 3881312 regarding foreign matter within the gelflow nt component will be included within this report upon its closure. Notification to the medical device combination product (mdcp) team was not needed for evaluation of process controls; however, the details of the reported complaint were forwarded to the mdcp team as required by procedure. Qo batch history report: complete acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 13nov2018. Reserve sample testing req'd: yes. Analytical testing was performed for the foreign particulate noted above in the retained reference sample examination detailed above as a part of a previous complaint investigation: confirmed reserve defect: yes. Complete - acceptable. The batch history for gel flow batch: x89668 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jun2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Other trending: other trend assmt. & rationale: medical device report review: complete-acceptable. A review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurance. The results of the above query were further evaluated by date contacted, and then also by the classification 'external cause investigation' there was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of "adverse event safety request for investigation". There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Thrombin jmi batch specific trend review: complete - acceptable. The batch history for thrombin jmi batch: x34559 with complaint classification 'external cause investigation' has been evaluated for potential trends. As of 08jul2019, a total of one complaint has been received for this batch number and classification within the reported kit batch. No batch specific trend was identified. Rsnbly suggest device malfunc?: yes severity of harm: s2. Failure mode: contamination. Conclusion: based on the complaint narrative, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product. Review of complaint description concludes there is no device malfunction. No follow-up attempts are needed. No further information is expected. Follow-ups (05jul2019, 06jul2019 and 08jul2019): new information received from the product quality complaint group includes: investigation summary results. No follow-up attempts are needed. No further information is expected. Follow-up (07aug2019): new information received from the product quality complaints group included updated severity rating of harm and investigation. Amendment: this follow-up report is being submitted to amend previously reported information: the product problem data field was correctly checked to allowfor appropriate reporting to the health authorities. Follow-up (23oct2019): new received from a product quality complaint group included: investigation results and conclusion of no malfunction. Follow-up (01nov2019): new clarification received from the pqc site in response to the mail trail sent regarding the query. The site confirms malfunction in this case. Company clinical evaluation comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur. Follow-up attempts are completed. No further information is expected., comment: this reported event "found a black colored spot on the inside of the package" coded as device issue did not cause serious injury in this patient. It was noted that the kit was not used. As noted, the consumer described a black spot in the gel kit suggestive of possible contamination. No serious harm or injury was reported. The consumer did not use the product to preclude infection/injury. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur.